Event description:
It was reported that the patient performed an off lab-label magnetic resonance imaging(MRI). After MRI, it was noted that the implantable cardioverter defibrillator was found in back-up mode with high voltage output disabled. Programming changes were performed. The patient was in stable condition.